Event description:
On (B)(6) 2009, the pt reported she received an e4 (cartridge error) while trying to prime an insulin cartridge she had just inserted into her infusion device. She said when she tried to remove the cartridge, the plunger remained attached to the piston rod and about 300 units of insulin spilled into the cartridge chamber. The pt was educated on the proper procedure to change the cartridge. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.